Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a physician via a company representative regarding a (B)(6), female patient who was receiving morphine 30mg/ml at 5.995 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On an unknown date in (B)(6) 2016 ((B)(6) 2016 is approximate), the patient missed a refill appointment. On (B)(6) 2016, the patient was seen in the emergency room (ER) for withdrawal symptoms reported as increased pain. The low reservoir alarm had occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. The pump was refilled on (B)(6) 2016. The physician then attempted to aspirate from the catheter access port (cap) and was unable to aspirate any fluid or drug. On (B)(6) 2016, the patient had a catheter revision and it was determined the catheter was kinked. The catheter was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.